Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed during basic occlusion test due to slightly loose drive support disk. However, the operating currents are within specification and passed self-test, a21 error test, rewind and displacement test. The insulin pump had minor scratches on lcd window and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that customer was not able to prime insulin pump. It was reported that insulin squirt out and piston continued to move forward and did not detect reservoir. Numbers did not appear on screen and there were no beeps. Customer's blood glucose was 4.6 mmol/l. Customer was advised that insulin pump would need to be replaced.